Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "no device problem reported" (no known device problem). A surgeon reported a corneal burn had occurred. Additional info was requested. Additional info was received from the sales rep. He states that sutures were used to complete the case and that the nurse has requested the handpiece be taken out of rotation. Additional info will be requested from the surgeon.